Manufacturer narrative:
H.6. Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. However, based on previous reports of this issue CAPA 1302123 has been opened to correct this issue. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the insyte 24ga x 0.75in catheter tip broke when inserting it during use. The catheter was met with resistance and the silicone lumen retracted, removing the silicone tip. Lot#'s 8208805 and 9059667 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from portuguese to english: "when inserting the catheter to perform the venipuncture, resistance is observed to be inserted and the silicone lumen retracts and when removing the tip of the silicone, it breaks. Additional information: there was no damage to patient, but was necessary multiple puncture attempts. There was no need for medical or surgical intervention. The complainant reports that was used catheter with different caliber to perform the puncture."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8208805. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-08-29. Medical device lot #: 9059667. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-04-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in catheter tip broke when inserting it during use. The catheter was met with resistance and the silicone lumen retracted, removing the silicone tip. Lot#'s 8208805 and 9059667 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from portuguese to english: "when inserting the catheter to perform the venipuncture, resistance is observed to be inserted and the silicone lumen retracts and when removing the tip of the silicone, it breaks. Additional information: there was no damage to patient, but was necessary multiple puncture attempts. There was no need for medical or surgical intervention. The complainant reports that was used catheter with different caliber to perform the puncture."